Manufacturer narrative:
The product lot number could not be provided. Complaint conclusion: the complaint received states that during an interventional procedure, the patient suffered aortic dissection and subsequently died after catheter cannulisation with vista brite tip catheters. This is a male of unknown age and medical history. During a catheterization procedure, the patient suffered cannulation difficulty and an aortic root dissection as the physician was cannulating the guiding catheter into the right coronary artery (rca). The physician attempted to cannulate with a jl4, then an al1 and then an al.75. There had been cannulation difficulty with the first two catheters and a dissection occurred while removing the second catheter (al1). The dissection was not noticed until the third catheter was being inserted into the patient, but there were no malfunctions or events associated with the third catheter. The patient was transferred by air ambulance to the medical college of (B)(6) within 30 minutes. The patient underwent surgery, but expired due to the dissection later that day. The physician attributed the dissection to guiding catheter use and felt that the patient was at high risk for dissection because of aortic root calcification. The product was not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. Cannulation difficulty is a known potential event associated with the use of interventional catheters and is listed in the IFU as such. Arterial damage, i.e. Dissection, is a known potential adverse event associated with the use of interventional catheters, and is listed in the vista brite tip IFU as such. Death is a known potential adverse event associated with interventional procedures using guide catheters and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the information suggests that patient and procedural issues may have contributed to the unfortunate events.

Event description:
During a catheterization procedure, a patient suffered an aortic root dissection and cannulation difficulty as the physician was cannulating the guiding catheter into the right coronary artery (rca). The physician attempted to cannulate with a jl4, then an al1 and then an al.75 (lot numbers unknown). There had been cannulation difficulty with the first two catheters and a dissection occurred while removing the second catheter (al1). The dissection was not noticed until the third catheter was being inserted into the patient, but there were no malfunctions or event associated with the third catheter. The patient was transferred by air ambulance to the medical college of (B)(6) hospital within 30 minutes. The patient underwent surgery, but expired due to the dissection later that day. The physician attributed the dissection to guiding catheter use and felt that the patient was at high risk for dissection because of aortic root calcification.